Manufacturer narrative:
Citation: pipeline flex device twisting during the procedure. An intraprocedural challenge with pipeline deployment, increase with the second generation, flex device. R young1, m bender1, j campos1, et.al. The devices will not be returned for evaluation; product analysis cannot be performed. The devices were not returned, therefore the reported events could not be confirmed. The cause of the events cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through society of neurointerventional surgery (snis) poster regarding pipeline flex embolization device (pfed) twisting during the procedure. An intraprocedural challenge with pipeline deployment, increase with pipeline flex device. It was reported that 75% of cases pfed twisted was remediated, 15% of cases twisted pfed removed, second attempt was successful in ped deployment. 10% of cases procedure aborted. There were two major complications delayed subarachnoid hemorrhage and death and perforator stroke (mrs 4) in 10% cases which were possibly related to poor device apposition.